Event description:
During the operation, the sleeve could not be released from the device. It is 4th hole from proximal of the device. The surgeon released the nail holding screw and finished the operation. After washing, the sleeve was released from the device by (B)(4).

Manufacturer narrative:
The reported issue was not confirmed. The complained targeting arm was classified as primary product, investigated and defined as fully functional by the customer. Therefore, it was not returned for investigation; the root cause is unk. Lot codes were not reported; therefore the DHR could not be reviewed. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Add'l device: (B)(4) tissue protection sleeve; short t2 tibia 9 mm, lot unk.